Event description:
Customer reported via phone, the insulin pump had alarmed motor error twice. Customer stated she was concerned as this was a replacement device. Customer's blood glucose was 240 mg/dl. Customer was advised the device need to be replaced and she agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The insulin pump was unable to perform basic occlusion, occlusion, prime, the excessive no delivery test due to motor error alarm. The motor was tested outside the insulin pump and passed motor test. No cosmetic damage noted.